Event description:
It was reported that the right atrial (ra) device dislodged from the implant position. The ra device was explanted and replaced to resolve the event. The patient was in stable condition.